Event description:
Reporter indicated that he was not able to feel the device stimulate. The reporter also stated that he had many (38) petit grand mal seizures the evening of the day he noticed that he could no longer feel the device stimulation. Diagnostic testing was performed and was found to be within normal limits indicating proper device function. X-rays were performed and they did not show any lead anomalies that may result in no stimulation. The patient subsequently had surgery to replace the lead. The cause of the patient not being able to perceive stimulation was likely due to the previous vns replacement surgery that the patient recently undergone. During the patient's previous surgery to replace the vns system, the surgeon noted extensive fibrous tissue growth around the leads on the vagus nerve. The surgeon then made a decision to place the electrodes in the same area of the vagus nerve as the previous electrodes were placed. In order to do this, the surgeon determined that larger electrodes (3mm) were needed. The 3mm electrodes were placed over the fibrous growth on the vagus nerve. Additional fibrous growth following the surgery likely developed between the larger electrodes and the vagus nerve causing a current barrier between the electrodes and the vagus nerve. Therefore, the patient was not receiving the vns stimulation. A new lead (2mm electrode) has now been placed on a different area of the vagus nerve where there is no fibrous growth and the issue has resolved. The patient can now feel stimulation and has regained seizure control (efficacy).